Event description:
On (B)(6) 2010, I had total hip replacement surgery using depuy pinnacle and depuy summit devices. I need the assistance of a walker and cannot walk unaided. I do not think this is normal; I should be completely recovered by now, and be able to walk. Diagnosis or reason for use: severe osteoarthritis of right hip.